Manufacturer narrative:
Reported event of stent wires damaged. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure to treat a malignant biliary obstruction in the common bile duct performed on (B)(6) 2015. Reportedly the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. According to the complainant, after the wallstent¿ biliary stent was fully deployed, the physician noted damage to the distal end of the stent. It appeared as though one of the interstitial spaces was opened like a wire had been snapped. The physician removed the fully deployed wallstent¿ biliary stent from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.